Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the exact cause was not determined. The entire lead revision has occurred and the issue has been resolved. The patient's weight at the time of the event is unknown. This information has been verified with the physician/account. No further information was reported.

Event description:
Information was received from manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for chronic low back pain. In the or there was high impedances, but she tested a higher voltage they were normal. The next day the patient had sporadic therapy, they were able to change between groups to maintain therapy. On (B)(6) therapy was lost all together. The rep is with patient and the impedances were all over 10k tested higher and all over 20k, tested at 3v and most were over 40k, but one was 32362. Rep stated that there are none within range. Reviewed then there are no programming options. Reviewed that imaging would be an option to see if something was misaligned in the heather. It was also reviewed uncoiling and recoiling the ext in the pocket, may have put some strain on the extension. No trauma/fall reported that could be related to this issue. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a275, (B)(4) product type lead product ID 977a275, (B)(4). Product type lead. If information is provided in the future, a supplemental report will be issued.